Event description:
The hospital reported that during an endoscopic vein harvesting procedure, smoke was observed coming from the surgical drapes before the vasoview hemopro tissue welder started a fire. A replacement unit was not needed, as the harvesting was already completed. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).